Manufacturer narrative:
(B)(4).

Event description:
It was reported that "early sensor expiration" occurred. The sensor was inserted into the arm, which is off-label usage of the device. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.